Event description:
The customer reported the system was not saving to the hard drive thereby resulting in lost data. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was formatted and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.